Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. No sensor information was available in order to conduct a review of the manufacturing records. It was detected by doctor that the sensor was never inserted and probably remained in the insertion tool itself. Another complaint record was opened by senseonics to investigate this issue. Although, no medication was prescribed, a new sensor was sent to the user as she was still interested in eversense cgm. No further investigation was possible for this complaint.

Event description:
Senseonics was made aware of an incident where patient experienced pain and swelling at insertion site. When patient visited hospital, physician opened the incision site and found that no sensor had actually been implanted. Physician closed the surgery cut and no medication was prescribed.